Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's scs permanent implant procedure, one of the pns (off-label) leads had high impedance when tested intra-operative. The lead was replaced with another lead, and the issue was resolved.